Event description:
Provider states he ordered new front casters for this chair and when he went to install them one of the casters were not thick enough therefore causing that caster to be wobbly. No additional information provided.